Event description:
Foreskin noted to be friable but appropriate for ga [gestational age]. Once skin was pulled through gomco (1.1), the skin was cut, simply by the clamp, and then fell below the gomco. Preputial mucosa was still in place. Loosened clamp to try to regrasp foreskin, unable to do so. Seems to be a defect with the gomco because foreskin did not stay in clamp.

Event description:
Foreskin noted to be friable but appropriate for ga [gestational age]. Once skin was pulled through gomco (1.1), the skin was cut, simply by the clamp, and then fell below the gomco. Preputial mucosa was still in place. Loosened clamp to try to regrasp foreskin, unable to do so. Seems to be a defect with the gomco because foreskin did not stay in clamp.